Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50-70 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. The customer also reported that they get headaches from the low bg levels. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.